Event description:
(B)(4). It was reported that thrombus occurred. The patient had a 30mm watchman ® laa closure device implanted in (B)(6) 2014. One month after implantation, thrombus was observed on the device. The patient was on clopidogrel and aspirin, so because of this event, clopidogrel had been discontinued. Falithrom had been prescribed for 3 months with a follow up transesophageal echocardiogram (tee) scheduled. In (B)(6) 2015, the tee performed did not identify any thrombus. At a six month follow up in (B)(6) 2015, a new thrombus was detected on the device during a tee. The medication has been changed and the patient is recommended to have another tee follow up in six months. No further patient complications were reported.

Manufacturer narrative:
Patient age at time of event: over 18 years old. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).